Event description:
The customer reported that the front screen was very dim at maximum brightness. It is unknown if the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested service repair. Further information is pending.

Manufacturer narrative:
The authorized service personnel (asp) confirmed the unit was not in use on a patient. During troubleshooting, the asp discovered that the unit base had been damaged and was not secure on the roll stand. The parts required for repair have been ordered. The unit will remain out of service until all parts are delivered, and the repair can be performed.

Manufacturer narrative:
Per the authorized service personnel (asp), the customer received an updated quote for service. The customer has since decided not to pursue repair for the device. The replacement parts will be returned at no cost to the customer.